Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. No pt injury was reported.

Event description:
The customer reported the system displays an interlock failure error message upon boot up. No pt injury was reported.